Event description:
It was reported that an ilet user experienced elevated blood glucose after breakfast despite eating the same meal each morning, with a measured value of 243 mg/dl and no symptoms, and noted a temporary pump disconnection for a shower; review of device data indicated insulin delivery was functioning and glucose typically returned to range, with overall average glucose generally within target. Symptoms included none reported. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included review of device performance and user-reported history with troubleshooting and education provided. Investigation of this case revealed no device malfunction detected and no component failure identified, with the event potentially influenced by brief disconnection and postprandial glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive given the absence of device malfunction and the presence of confounding use factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.